Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 412 mg/dl. The customer treated high blood glucose with bolus. The customer stated that she lost her serter. The customer advised that they will be receiving replacement of the lost serter. The product will not be returned for analysis.